Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, check belt messages) has been confirmed. Upon eval the trunk cable was cut, and several wires were severed. The cause for the check belt messages was the cut wires, preventing the belt from recognizing the electrode contact with the skin. The cause for the cut cable cannot be positively identified but was likely the result of physical damage. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(4) distributor returned an electrode belt from a pt, alleging that it was constantly ongoing at night, and that one of the cables was exposing wires.